Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. A manual injection was delivered to address bg. The customer alleged that the pump quick bolus feature was not working. Tandem technical support determined that the pump functioned as intended and that the quick bolus feature functioned as intended. The customer acknowledged and continued using the pump for insulin therapy.